Manufacturer narrative:
(B)(4).

Event description:
It was reported the health care provider (hcp) had done a quad lead replacement, connected two new epidural quads to an existing extension. The boots in the kit did not fit the connection cover and the hcp was forced to open a boots kit, which he "wasn't very happy about". Hcp also noted the "fiddliness" of our products and stated "we are totally behind the others when it comes to these little things, too many screw sets, fiddly anchors". There was no injury to the patient.

Manufacturer narrative:
Concomitant medical product: product ID: 3550-24, product type: accessory. (B)(4).